Event description:
A lab representative states that a patient reportedly received the following results on the inform system within 10 minutes: 59 mg/dl and 367 mg/dl. Patient was unresponsive and septic with the reading of 59 mg/dl. Patient was administered one ampoule of d50 based upon the reading of 59 mg/dl. Patient become responsive immediately following treatment. A reading of 367 mg/dl was then taken after administering the d50. Patient declined rapidly due to sepsis, copd, renal failure, cardiac disease, fever, low blood oxygen, acidosis, possible stroke, and hypotension. No indication that the readings caused or contributed to the patient's declining condition. Requested return of suspect device and replacement was sent.